Manufacturer narrative:
(B)(4). Evaluation: results: (occlusion of sfa artery or distal vasculature, pain leg/foot).

Event description:
The pt had one complete se stent implanted to the distal superficial femoral artery (sfa). Approx four days post index procedure, the pt started experiencing increasing difficulties with right lower extremity discomfort and at rest ischemia was diagnosed. The pain was fairly constant and quite severe. The pt underwent a vascular study which suggested complete occlusion of the right sfa. Hospitalization was required and revascularization was performed. The pt recovered with treatment. Pt was not fully compliant with medication post index procedure. The investigator did not indicate whether the reported event was related to the study stent/procedure. Complete se is not approved for use in the us for sfa indication but is similar to complete se which is approved for biliary/iliac indication.